Event description:
It was reported that an epilepsy patient has deceased "due to blunt impact trauma to head with massive trauma as the cause of death." At this time, relationship of the patient's trauma to vns is unknown. Furthermore, the sudep evaluation revealed that the death appears to be related to blunt trauma and not sudep related.